Manufacturer narrative:
Of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to a failed display flex and an unidentified display failure.

Event description:
This report summarizes (B)(6) malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-80 years of age and between 41 and 225 pounds. Of the reported patients, (B)(6) were male, (B)(6) were female, and (B)(6) were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 13 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a failed display flex and an unidentified display failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-80 years of age and between 41 and 225 pounds. Of the reported patients, 11 were male, 2 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #2 date of submission 10/25/2016 - device evaluation: in q3 2016 2 pumps were returned and investigated. Two were found to be malfunctioning due to a failed display flex and an unidentified display failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017- device evaluation: in q3 2017, there were 1 instances of display issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.